Event description:
Consumer complaint of low blood results. Consumer went to emergency room two days ago due to experiencing symptoms of hypoglycaemia; including sweats and overall not feeling well. Consumer ran blood glucose test on meter before going to emergency room and received a reading of 90 mg/dl. Her blood glucose reading 109mg/dl when the hospital performed blood glucose test about an hour later. Normal results not verified. Test strips stored in kitchen. Recall test results for memory (date/time not correctly set on meter): (B)(6) 2015, 5:34am - 240mg/dl; (B)(6) 2015, 5:33am - 191mg/dl; (B)(6) 2015, 3:22am - 322mg/dl; (B)(6) 2015, 1:23pm - 114mg/dl; (B)(6) 2015, 1:29pm - 113mg/dl.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.